Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h10 corrected field: d4(version or model). Additional contact details: person name: (B)(4). Email address: (B)(4). Occupation: other healthcare professional. It was reported that during preventive maintenance (pm) the cs300 intra-aortic balloon pump (iabp) had batteries failed to meet runtime spec. There was no patient involvement. Fse evaluated the unit and observed that instead of 135 minutes battery run time is only 95 minutes. Fse resolved the issue by replacing battery, sealed lead acid,12v. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h4, h10.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) units batteries failed to meet runtime specifications. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.